Event description:
On (B)(6) 2010 product explanted due to unknown reason. Lead implant date (B)(6) 2010 and explanted (B)(6) 2010. Lead replaced on (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).